Event description:
Phone notification from pt's home that pt was going to the hosp - verbal report from nephrologist was informed the catheter line had broken at insertion site.

Event description:
Add'l info rec'd 11/30/2000: catheter replacement was not required as pt had maturing av access which the physician choose to use for dialysis at this time.